Manufacturer narrative:
Reference e-complaint-(B)(4). Investigation: x-inspect returned samples. Distribution history: this complaint unit was manufactured at csi on 10/4/02 under wo #20118 and shipped on 08/30/02. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed a similar reported complaint condition. The complaint was determined to be due to clogging of the line. Typically, from user error. Product receipt: the complaint unit was returned on a repair. However, based on log 92880, this unit was at csi on 9/19/19. Visual evaluation: visual examination of the complaint unit revealed the unit's tc switch was broken. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Service & repair did confirmed the complaint unit's tc switch was broken, but the unit was found to defrost. Root cause: the root cause is being attributed to wear and tear. It is likely the customer had been using the readout as an indication of defrosting but it was not functional due to the broken tc switch. Correction and/or corrective action: the unit was repaired, tested and returned to the customer at a charge. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "unit does not thaw". Reference repair order #(B)(4). Ref e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. Reference (B)(4).

Event description:
Customer stated "unit does not thaw". Reference repair order #: (B)(4). Ref (B)(4).